Manufacturer narrative:
P-cap locked in place properly during testing. Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump currently blank after the low battery alert, after inserting the battery pump did not turned on and noticed that there was a cracked on the battery compartment back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.